Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. Per the customer the sample was discarded and a lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A distributor contacted baxter through an e-mail to report about a case of system error 2240 alarm that appeared on homechoice (hc) display during use. A patient had notified the distributor of this alarm. The patient also reported that she was experiencing this alarm for the last two weeks without any further details available. The patient added that the alarms were causing her discomfort as she could not end the therapy.